Event description:
While treating a patient on the infant flow system, the operator noted that the visual alarms were activated but not the audible alarm. The patient was moved to another infant flow system without compromise.